Event description:
It was reported that the device exhibited an alarm for air in line after running five minutes. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. No evidence was found in the event history log. Functional testing was able to replicate the reported issue; ¿air in line¿ was observed after running for five minutes. The root cause was determined to be a faulty air detector. The air detector was replaced. Service history review identified a previous service to the device in january 2024 for the same issue.